Event description:
Boston scientific received information via the patient¿s remote home monitoring system that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed high out-of-range (oor) shock lead impedance (sli) measurements. The patient came in and had sli measurements of greater than 200 ohms in triad and coil to coil configuration while getting 60 ohms in rv coil to can. These high oor sli measurements started a couple of days after the device changeout and were likely a connection issue. It is on the physician¿s discretion on how to address this issue. The field representative will discuss it with the physician. Additional information was obtained indicating that due to the recent changeout, the physician believed that the proximal coil setscrew may not be seated down completely. The device was programmed to shock distal coil to can and the patient will undergo repeat defibrillation threshold (dft) test. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.